Event description:
We have been experiencing low suction with some procedures. After looking closely at the yankauer suction tips we noticed there is a hole in the handle that is not supposed to be there. We alerted staff and removed the few we found. We pulled product with the same lot numbers---only a few had the hole.